Event description:
Procedure type: inguinal hernia repair. Reportedly, the structural balloon had been in use for approx 20 mins when the balloon detached from the trocar at the distal end. The balloon did not fall in the cavity as ti was still marginally attached to the trocar. Another balloon was opened to complete the procedure. The incision and or time were not extended and no pt info could be provided. The hosp stated that it would not release the subject device for eval. No pt injury was reported.